Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion of the angle mechanism and the bending section could not be controlled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the angle mechanism, the bending section could be controlled at all. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.